Event description:
The customer reported that the paddle set failed to discharge.

Manufacturer narrative:
The hospital biomed perfomed evaluation at the customer site. We did not request the return of the paddle set, as it was over 2 years old when it failed. The limited available information is most consistent with this failure being a malfunction of the external paddle sternum discharge swtich.